Event description:
Report received from the USA stating the device was "broken". It was unknown to the reporter whether or not the device was not being used during a procedure. No injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.